Event description:
A customer in (B)(6) notified biomérieux of a misidentification associated with the vitek® 2 gn test kit involving a peri-pancreatic abscess swab from a patient. The customer reported the vitek® 2 gn test kit identified the organism as klebsiella pneumoniae. This result was communicated to the physician. The isolate was sent to a reference lab where it was identified as enterobacter aerogenes. The physician indicated there was no evidence the false identification led to a negative influence on patient treatment. An internal investigation will be initiated.

Manufacturer narrative:
This report was initially submitted following notification that a customer in (B)(6) reported the occurrence of a misidentification of enterobacter aerogenes as klebsiella pneumonia in association with the vitek® 2 gram-negative (gn) identification test kit (card). The customer submitted three (3) patient isolates (s1, s2, s3) for investigational testing. Investigational testing included: vitek® ms: confirmed organism identification of enterobacter aerogenes for s1, s2 and s3. Id32e: - s1 and s2 obtained low-discrimination calls. - s3 obtained organism ID of enterobacter aerogenes. Vitek® 2 gn ID (customer lot and random lot): - s1 provided low-discrimination call (included enterobacter aerogenes) for the customer lot, and obtained a result of enterobacter aerogenes for the random lot. - s2 was low-discrimination (included enterobacter aerogenes) for both lots. - s3 was misidentified to the species klebsiella pneumoniae for both lots. The investigation concluded all three (3) submitted isolates have an atypical biochemical profile; there is no evidence to suggest the vitek® 2 gn ID card is performing outside of specifications.